Manufacturer narrative:
Lot review: a two year review showed no similar anomalies found. Suspect lots review: a review of lot# 3157125 showed that (B)(4) units were manufactured, tested, inspected and released in december of 2015 citing no anomalies. A review of lot# 3166345 showed that (B)(4) units were manufactured, tested, inspected and released in january of 2016 citing no anomalies. A review of lot# 3188661 showed that (B)(4) units were manufactured, tested, inspected and released in february of 2016 citing no anomalies. A review of lot# 3274779 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies. A review of lot# 3278800 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies.

Event description:
Complaint received regarding eight 42582-05, transpac IV disposable transducer, suspect lot#s 3157125 (mfg. 12/15). 3166345 (mfg. 01/16), 3188661 (mfg. 02/16), 3274779 (mfg. 06/16) and 327880 (mfg. 06/16). Blood pressures demonstrated considerable fluctuation and blood backed up toward transducer body. No adverse patient consequences were reported.

Manufacturer narrative:
Lot review: a two year review showed no similar anomalies found. Suspect lots review: a review of lot# 3157125 showed that (B)(4) units were manufactured, tested, inspected and released in december of 2015 citing no anomalies. A review of lot# 3166345 showed that (B)(4) units were manufactured, tested, inspected and released in january of 2016 citing no anomalies. A review of lot# 3188661 showed that (B)(4) units were manufactured, tested, inspected and released in february of 2016 citing no anomalies. A review of lot# 3274779 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies. A review of lot# 3278800 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies. Device return: 8/17/2016 - received the following: one used 42582-05, transpac IV disposable transducer lot# unknown. One new 42582-05, transpac IV disposable transducer lot# 3274779. One new 42582-05, transpac IV disposable transducer lot# 3188661. One new 42582-05, transpac IV disposable transducer lot# 3157125. One new 42582-05, transpac IV disposable transducer lot# 3278800. One new 42582-05, transpac IV disposable transducer lot# 3166345. Blood was observed inside the transducer fluid path. Engineering testing and analysis to the applicable product and performance specifications was performed. Initial leak and restriction testing recorded no leakages. Additional vacuum testing to simulate the effects of blood draw recorded leakages seen inside the transpac with air being pulled into the fluid path on the one used returned complaint sample (transpac assy. Sections) additional detailed investigation efforts are in progress. To date the investigations identified the cause was potentially attributable to the transducers not fully seated into the mating component. During subsequent ultrasonic welding processes the transducer components might potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented. On august 18th, 2016 ICU medical inc. Initiated a voluntary us FDA recall of the affected devices. It was broadened on september 27, 2016.

Event description:
Complaint received regarding eight 42582-05, transpac IV disposable transducer, suspect lot#s 3157125 (mfd. 12/2015). 3166345 (mfd. 01/2016), 3188661 (mfd. 02/2016), 3274779 (mfd. 06/2016) and 327880 (mfd. 06/2016). Blood pressures demonstrated considerable fluctuation and blood backed up toward transducer body. No adverse patient consequences were reported.